Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device on the cystic duct and the device locked then would not open. The clip applier became locked on the gall bladder side of the vessel so the device was able to be cut from the vessel and then it was removed. Another device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
The caller reported that the pt received a specialized tracheostomy tube with different dimensions than those ordered previously. The caller stated that it was a half-inch too long, and the cuff is also lower down on the tube. The inner cannula is no longer flush with the end of the outer cannula. The tube was in use for about 1 to 1.5 weeks. The pt was recannulated due to the incorrect dimensions. The lot number was retained but the tube was disposed of.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. A batch record review was performed and no anomalies were found during the manufacturing process.